Event description:
Bard access systems, power port, portacath, would not allow a blood return upon implantation. This device was removed and replaced with a ¿like¿ device that then functioned without issue.